Manufacturer narrative:
The device was not available for evaluation. The quartex screw fractured at the shank neck while the surgeon was adjusting its position using the "stab and grab" quartex driver. The surgeon used the hospital's own removal set and attempted to remove the shank . The confirmed that while attempting to remove the shank, the vertebral artery was damaged and a bleed resulted. The case was aborted, patient stabilized, and later the construct was extended to the occiput. The event evaluation form described that there was serious patient effect. This, as well as the description of the event, leads to an observed severity of moderate which is within the expected risk level.

Event description:
It was reported that a quartex screw fractured under the screw head, while trying to remove the fractured screw the vertebral artery was damaged and the case was aborted.